Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Failure mode reported was unconfirmed, hand piece and head calibration were found in tolerance, the blade bed is worn and two width clips are worn and damage, this is related to the normal wear of the used device.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by a physician that on (B)(6) 2018, a padgett model s slimline electric dermatome was cutting off while in use. Additional information received on 19sep2018 states that while processing a skin graft, the device shut off. Another graft site was selected and the procedure was completed with another dermatome. No patient injury or death alleged, and the event did not lead to increased surgery time.